Event description:
It was reported that during a gastrectomy procedure the surgeon could not remove the device after firing and had to cut the tissue to remove it. The case was completed by additional suture. There was no adverse consequence to the patient.

Manufacturer narrative:
.